Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that later infusion of iodinated contrast media (mdc) at a rate of 2.5 ml/sec at a tc scan is performed and there is an absence of contrast media in the images produced. We promptly contact nursing staff experienced in vascular access (oncology dh). The patient presents limb right upper with swelling, little pain and not reddened. At oncological dh, during removal of the device, there is fissuring 4cm from the insertion point. No other information was provided.